Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event. Patient claimed that she was unable to tell whether or not the sensor wire is retained in her body. Patient went to the doctor on (B)(6) 2014 due to an infection at the site of sensor insertion, and the affected area was lanced. The doctor prescribed oral and cream antibiotics. Patient stated that the infection has since cleared but left a scar. At the time of contact, patient was in good condition.

Manufacturer narrative:
(B)(4).